Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is being conservatively filed due to heart failure and death. It was reported that on (B)(6) 2012, two mitraclips were implanted in a patient with functional mitral regurgitation (mr), reducing the mr from 4+ to 1+-2+, without a reported device malfunction. On (B)(6) 2015 the patient was hospitalized with acute on chronic systolic heart failure and acute bronchitis. Medical treatment was provided and the patient was discharged to home on (B)(6) 2015. On (B)(6) 2015, the patient was hospitalized for heart failure. Intravenous medication was provided. The patient was placed on an intra-aorta balloon pump (iapb), left ventricular assist device (lvad) and mechanical ventilation. On (B)(6) 2015, all therapy was withdrawn per family request. That same day, the patient expired. The study physician did not provide a relationship of the device to the heart failure or death. No device malfunction was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional information received confirmed that there was no relationship between the reported events and the mitraclip devices. With this new information, this event is not MDR reportable. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report, additional information was received: during the (B)(6) 2015 hospitalization, an echocardiogram was performed displaying that the implanted mitraclips remained well seated on the mitral valve leaflets. On (B)(6) 2015 another echocardiogram was performed displaying the mitral regurgitation (mr) grade remained mild with acceptable 3-5hmmhg pressure gradients on both sides of the clips. Per the study physician, the (B)(6) 2015 acute bronchitis and heart failure, the (B)(6) 2015 heart failure, the (B)(6) 2015 mild mr, and (B)(6) 2015 patient death, were all unrelated to the implanted clips and unrelated to the clip procedure. There was no reported device malfunction.